Event description:
Approximately one and a half weeks post implantation, while still in the hospital recovering from the procedure, "tea-colored" urine is reported. Echos revealed normal pump function but clinicians suspected the hematuria may be related to a thrombus. The patient was initially placed on a heparin drip and was reported to be clinically stable at this time. However, the patient course was further complicated by possible right ventricular failure, worsening renal function that required dialysis and vasopressor for blood pressure maintenance. The heparin infusion had to be discontinued due to bleeding from around driveline and chest tube exit sites which was further treated with fresh frozen plasma (ffp). While the patient is reported to be improving the hematuria continues. Investigation is ongoing.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient was experiencing symptoms of hematuria and high ldh levels. The patient received treatment for suspected thrombus, however, an echocardiogram, a ramp study, and a transesophageal echocardiography revealed normal pump function. In addition, the patient had positive cultures for clostridium difficile (c-diff) and treatment was complicated by possible right ventricular failure and worsening renal function. It was last reported that the patient improved clinically and was discharged home. The device ((B)(4)) remains implanted and was not returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files revealed power consumption and estimated flow to be within the normal operating range. The root cause of the reported 'clinical adverse event' cannot be conclusively determined; however, there are patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.